Event description:
It was reported to boston scientific that while using a hydrothermablator procedure set during an hta procedure, the patient suffered a small vaginal burn (degree unknown). The physician aborted the case. The patient was treated with silvadene cream and full recovery was expected. The tenaculum stabilizer was used.

Manufacturer narrative:
The lot number of the device used is unknown; consequently, the device manufacturing and expiration dates are unknown. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.